Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report number :1221359-2021-03420.

Event description:
The customer reported false positive results with the binaxnow covid-19 home test for multiple patients. The customer reported that during the facility's study, there were two groups of subjects in this study. All sites were performing both a binaxnow covid-19 antigen and a confirmatory pcr sample. In the second group (B)(6) the customer reported that there were (8) eight to (10) ten positive binaxnow covid-19 antigen tests with each of these having a negative confirmatory pcr sample taken at the same time as the binaxnow sample. The customer reported nasal swabs were obtained for each test one right after the other, so only a minute or two passed between tests. These false positive tests have happened several times in the past month. The test card is read 15 minutes after the card is closed. The test swab was not removed from the test before the read time. The control line was always present at the beginning of the test (in blue) and at the end of the test (in pink). No repeat testing was performed. The customer reported that all tests were symptomatic individuals. There was no treatment and no patient injury. This is report 2 of 2 and addresses the second group in the study.

Manufacturer narrative:
This supplemental report is being submitted to correct section h10 and provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data. Please see updates fields: d1, d2 and d4.